Event description:
It was reported that high impedance readings out of range had been observed on the superior vena cava (svc) coil of the right ventricular (rv) lead. During the routine device replacement procedure, the physician elected to keep the rv lead implanted and disable the svc coil shock parameters (svc off) for the new device. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. The analyst noted that maximum svc impedance varies between 196 and 560 ohm throughout the record.